Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No carelink anomaly noted during testing. The device uploaded properly using carelink pro. No unexpected transfer failed messages noted while using carelink pro. Multiple boluses were programed and monitored, all bolus delivered showed in carelink and in the bolus history screen. The device downloaded patient data properly using carelink pro and unit communicated properly with blood glucose meter. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
Customer stated that the insulin pump had incorrect software and it is not allowing the insulin pump to upload or transfer her data. Advised to discontinue use, return the insulin pump and to revert a back up plan. Nothing further was reported.